Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that on (B)(6) 2016 the patient had "frank peri-rectal (pr) bleeding" and hemoglobin (hb) drop from 125 to 88. Patient was commenced on proton pump inhibitors (ppi) infusion and was transfused 5 units of packed red blood cells (prbc). Patient went for a gastroscopy which was unremarkable. Colonoscopy revealed small bowel bleeding. Patient then went for a computed tomography angiography (cta) which revealed active bleeding in the distal ilium, interventional radiology attempted coiling but the pr bleeding persisted. On (B)(6) 2016 the patient went to theater for a laparotomy and a small bowel resection with end ileostomy was performed. Hemoglobin (hb) stable at 110 and no further bleeding was noted. It was further stated that the patient recovered well post-operative and there was no more bleeding. A nasal gastric tube (ngt) was inserted for the use of feeding the patient once in the intensive care unit (ICU). It was stated that there were no stoma issues and that oral intake improved and the ngt was subsequently removed. Patient received stoma education by nurse. Mild wound dehiscence and wound swab grew escherichia coli and patient was empirically treated with ciprofloxacin as per infectious disease (ID). Patient was advised not to perform any heavy lifting for 6 weeks post op and follow up with "crs" at outpatient clinic, referral was sent and patient was discharged on the (B)(6) 2016, and remains stable. No additional information available.